Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The user facility reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
It was reported that the device was getting hot. Additional details are being requested to obtain information from the user facility.